Event description:
On (B)(6)2009 the patient reported that he noticed a crack in the casing of his infusion device last week. He stated that this morning he noticed the display of the infusion device has 3 large black bands across it and he is unable to read it. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.